Manufacturer narrative:
The insulin pump was received with all buttons unresponsive due to unlocked lcd keypad connector. We were unable to perform the self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to button keypad anomaly. The insulin pump passed stop current test. No blank display anomaly was noted. No damage found on lcd isolation tape noted. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window and address serial number label damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer cannot recall blood glucose reading. Troubleshoot was performed. Customer was not calling back after receiving a new battery cap. Customer insulin pump was making loud noise, battery was removed but the issue reoccurred. Customer stated there was no physical damage on the insulin pump. Customer stated the insulin pump was not exposed to moisture. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer was not able to do self-test since the display did not returned. Customer was using energizer battery. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.